Event description:
An occlusion alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to disconnect from the site, load a new cartridge, and deliver a bolus, which was completed successfully. Tandem technical support provided a one-time pump replacement pump.